Manufacturer narrative:
(B)(4).

Event description:
The patient of a clinical study reported via the manufacturer representative that they had an increase in pain (B)(6) 2015. The increase in pain was back to baseline prior to implant. It was unknown what led to the event. The patient was seen in the clinic and reprogramming was done. The event was considered resolved. Patient indication for use is post lumbar laminectomy syndrome and spinal pain.